Event description:
A (B)(6) customer tested her blood glucose using 2 contour xt meters and received readings of 1.3 and 3.8mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strip information was not provided. The test strips are to be returned for evaluation. Replacement meter was sent to the customer.

Manufacturer narrative:
The model# was not provided.